Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and pacing inhibition with no asystole on the right ventricular (rv) lead. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.